Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that her blood glucose was 492 mg/dl and had been running high all day. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The high pressure test was performed and passed. The customer was advised the insulin pump was working as designed. She was further advised to change the entire set, reservoir, and insulin. The customer removed the infusion set from her body and the cannula was neither bent nor occluded. The site was not sore or irritated. Nothing further was reported.